Manufacturer narrative:
Out of the two complaint devices, only the meniscal deployment gun was returned and evaluated. Initial visual observation of the device revealed the distal tip of the main pusher rod (gray trigger) was completely bent. The red trigger rod was present and functioned normally. Per the reported complaint, the surgeon was unable to deploy the second implant. This could be because the pusher rod was bent during the procedure. The first implant was deployed successfully which means that the bending of the rod happened after the first implant. The reported complaint can thus be confirmed. The bending of the pusher rod could be because of aggressive removal of the needle following use. Apart from this possibility however we cannot discern a definite root cause for this failure at this time. A review of the device history record indicated that this batch of devices were processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, for the meniscal deployment gun, a review into the depuy synthes mitek complaints system revealed one similar and one dissimilar complaint the lot of 300 devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch: 1221934-2017-10470, 1221934-2017-10471.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Associated medwatch: 1221934-2017-10470, 1221934-2017-10471.

Event description:
The affiliate reported via email omnispan. Radial meniscal tear surgeon inserted 1st 27 degree implant successfully. However was unable to deploy 2nd backstop on the 2nd implant. Surgeon thought he had brought the 2nd backstop into the firing position attempted to deploy but was unsuccessful. Upon further inspection 2nd backstop still situated underneath silicone sleeve but surgeon was unable to advance the implant any further. He attempted to press both the red and grey levers. Surgeon stated "the spring has gone in the gun". He forcefully removed the gun and 2nd backstop. First backstop remains in situ. We opened another gun with the same lot number and the 3rd and 4th implants were deployed without incident. No adverse event. Approx 5min delay in surgery. No reported ae to patient.